Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issues was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis & elevated blood glucose levels. Reportedly, blood glucose levels became elevated due to an infusion set error. No further info on hospitalization was provided, and contact was unable to provide infusion set MFR.